Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead "dislodged with sheath splitting." The lead was removed and not replaced due to patient anatomy. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.